Event description:
The customer contacted physio-control to report that their device powered itself off during patient use. No further details about the patient or the event were provided. There was no report of adverse effects to the patient due to the reported issue. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause for the reported issue was due to a loose kep-nut (lock nut which was attaching the battery wire harness to the battery pin assembly) for battery 2. Physio replaced all four kep nuts and the battery pins as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered itself off during patient use. No further details about the patient or the event were provided. There was no report of adverse effects to the patient due to the reported issue. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.